Event description:
It was reported that the customer was hospitalized after experiencing a high blood glucose level of 503 mg/dl on (B)(6) 2025. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. The incident resulted in the customer sustaining minor injuries, including a bumped head and a scratched arm. The customer tried to address the elevated blood glucose by administering additional insulin through the pump, and a pump system check was performed. There was no lasting injury, and the customer was discharged on (B)(6) 2025.